Event description:
During a coronary stenting procedure, the cypher stent delivery catheter balloon ruptured. The target site was the mid right coronary artery lesion, which was characterized as de novo, heavily calcified and moderately tortuous with 100% stenosis (chronic total occlusion). A guidewire was able to cross the lesion; however a predilatation balloon catheter was unable to cross the lesion due to the heavy calcification. Therefore, rotablator and invascular ultrasound (ivus) were conducted and predilation was completed with a powered lacrosse 2.75x15mm high-pressure balloon. The cypher 3.00x33mm stent was delivered to the lesion without difficulty; however, the balloon could not be inflated. A balloon rupture was suspected, and therefore, another cypher stent was used and implanted at the target site. The procedure was successfully completed without incident to the patient.

Manufacturer narrative:
The stent system is available for evaluation and testing; however, the device has not been returned as of to date (which is coded as "other" ). Any additional information will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting stents distributed in the us.